Manufacturer narrative:
Serial number requested not available at time of report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that no one on the clinical staff heard audible alarms at the central station that would have alerted them to any patient duress. The patient died. The death is being addressed in MDR# 9610816-2019-00252.